Event description:
It was reported to somanetics field personnel in 2005 that a lesion was noted under the area of the sensor 2 to 3 days after removal from pt. Nothing was noted immediately after removal of the sensor. The sensor had been placed on the pt for 5 days. The recommended time for placement is 24 hours. The pt was treated with antibiotics and topical ointment (date unknown). It was reported to co 7 days later that the lesion appeared to be improving. During subsequent follow-up in 2006 with medical personnel, co was advised that the physicians believed plastic surgery may be necessary to correct the problem. Co was also told they believed the skin was breached upon removal of the sensor and a subsequent fungal infection developed. Co has requested additional info regarding the event and to date have not received any. With the info that co has at this time, it appears co's product is not directly related to the incident, but co is filing an MDR in case co gets additional info.